Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: : (1) there could have been a power surge to the controller which could have caused the electrical component failure or (2) failure of an internal component causing no output from the controller. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
The device would not output energy without displaying an error message during the surgery. The customer exchanged the device, but problem didn¿t resolve. The procedure was successfully completed to using the shaver blade. No patient injuries and complications were reported.